Event description:
The customer contacted stryker to report that their device powered off when charging the device to 360j. The customer advised this happened during testing. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the customer's third party battery. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker determined that the cause of the reported issue was due the third party battery that the customer was using. In addition, the customer was not following the operating instructions of the device. The operating instructions clearly state that using defibrillation electrodes, adapter devices, or other parts and supplies from sources other than stryker is not recommended and may cause the device to perform improperly and invalidates the safety agency certification.

Event description:
The customer contacted stryker to report that their device powered off when charging the device to 360j. The customer advised this happened during testing. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.